Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that following implantation into the eye the lens optic and haptic were observed to broken. The iol was explanted during the original surgery session; however, no back-up lens was available therefore the patient underwent an additional surgery some days after to undergo implantation of a replacement lens. "Iol replacement or extraction" is listed in the "adverse events" section of the rayone IFU. The device has not been returned to rayner. The rayone preloaded iol injection system use risk analysis identifies the following as possible causes of "trapped/ torn lens haptic/ optic during insertion"; inadequate amount of viscoelastic; inadequate quality of viscoelastic; haptic trapped by plunger override due to fast motion; user opens closed flaps and closes again before use; plunger advanced too quickly, insertion of viscoelastic through nozzle leading to inadequate amount of viscoelastic; user removed injector from tray prior to inserting viscoelastic, causing lens to be improperly placed in cartridge; user removed injector from tray prior to closing cartridge, resulting in cartridge not being clipped properly; optic edge trapped/ damaged on closure of cartridge, sharp edge instruments and dehydration of the lens prior to implantation. Our review of production records for the rayone toric rao610t batch 063217374 showed that all manufacturing and quality checks were conducted with successful results. All devices released for distribution from this batch were within tolerance, met specification criteria and were without defects. A review of vigilance data confirms this is an isolated event. No other incidents, of any type, have been received against the rayone toric rao610t batch 063217374. There is insufficient evidence and information available to determine the cause of lens damage following implantation.

Event description:
On 6th january 2025, ryaner received notification from its distirbutor in (B)(6) of an event that occurred during use of a rayone toric rao610t. The event description provided states that immediately following implantation the optic and haptic were broken necessitating lens explantation.